Event description:
The customer reported that the insulin was beeping and vibrating. Instructed the customer to remove and reinstall the battery, but the device alarmed an error. The customer attempted to clear the alarm several times without results. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display followed by a constant tone. Problem isolated to the motherboard. Unable to verify the error alarm due to the frozen display.